Manufacturer narrative:
The insulin pump was received with blank display followed by and unexpected constant audio tone and unexpected back light constantly turn on. The problem is isolated to the mother board. Unable to perform a21 error test due to blank display. The insulin pump had cracked case at the display window corners and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they had a blank display. Customer also reported an unexpected restart alarm occurred along with the blank display. Customer also reported the insulin pump was beeping with flashing lights. Customer stated they were unable to clear the unexpected restart alarm. The customer's blood glucose was 285 mg/dl. The customer agreed to return the insulin pump for analysis.